Event description:
It was reported that when the stent was being placed, the proximal end of the stent was distal to the radiopaque marker band causing the stent to creep forward & not cover the stricture adequately. A second stent was placed inside the first one without shifting forward or further complications.